Manufacturer narrative:
Reported event of stent kinked. Investigation results: a visual and functional examination of the complaint device could not be performed since the device was not returned for analysis. The reported issues were likely due to procedural or anatomical factors encountered during the procedure such as tortuous anatomy or maneuvering of the device. Therefore, based on the details of the complaint, the most probable root cause classification of this investigation is operational context. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database confirmed that no other complaints exist for the specified batch. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation on (B)(6) 2015 that a wallflex fully covered biliary stent rmv was implanted during an endoscopic retrograde cholangiopancreatography (ercp) procedure in the common bile duct performed on an unknown date. Reportedly, the patient anatomy was not tortuous and had not been dilated prior to stent placement. There were no visible damages noted to the stent system prior to the procedure. According to the complainant, during the procedure, the physician noted that the stent kinked in half and failed to deploy inside the patient. The stent was removed from the patient and out of the duodenoscope. The procedure was finished with another wallflex fully covered biliary stent rmv. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Note: reporting was required because the device is only sold ous but is similar to the m0070540 that is sold in the us. Additional information received on (B)(4) 2015. The physician intended to place the wallflex fully covered biliary stent rmv in the duodenum just after the stomach, not in the common bile duct.

Event description:
It was reported to boston scientific corporation on (B)(4) 2015 that a wallflex fully covered biliary stent rmv was implanted during an endoscopic retrograde cholangiopancreatography (ercp) procedure in the common bile duct performed on an unknown date. Reportedly, the patient anatomy was not tortuous and had not been dilated prior to stent placement. There were no visible damages noted to the stent system prior to the procedure. According to the complainant, during the procedure, the physician noted that the stent kinked in half and failed to deploy inside the patient. The stent was removed from the patient and out of the duodenoscope. The procedure was finished with another wallflex fully covered biliary stent rmv. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Note: reporting was required because the device is only sold ous but is similar to the (B)(4) that is sold in the us.